Event description:
My husband had surgery to implant a st jude defibrillator on (B)(6) 2016 at (B)(6) hospital by dr. (B)(6). The ICD implanted was model #cd3357-40q which is on the FDA recall list (B)(6) 2016. He went into cardiac arrest on (B)(6) 2017. The defibrillator was ineffective. He passed away on (B)(6) 2017.